Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery over the course of 3 to 4 weeks. The blood glucose reading was 467 mg/dl. The customer stated that he tried all remedies. He stated that he would monitor the device and call back if the issues persisted. He also noted that he had had a bent infusion set cannula years ago, but he declined troubleshooting for that issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-96616.